Event description:
Healthcare professional reports a patient with a history of substance abuse was hospitalized following an uneventful hemodialysis treatment on 3/15/97 with a diagnosis at time of admission of congestive heart failure. An elevated serum bicarbonate level was noted. Patient had recurrent episode following another uneventful hemodialysis treatment. Serum bicarbonate level found to be elevated again. Inpatient medical intervention unk. Patient had been dialysed on same device both treatments. Device was evaluated and found the bicarbonate pump stroke length adjustment knob (labled do not adjust stroke line) was set at 0 (normal setting is 100) by inhouse technician. This incorrectly proportioned the amount of bicarbonate in the dialysate.